Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient saw the nurse practitioner (np) on (B)(6) 2018 due to a return of symptoms. They reported the increase in symptoms starting about 2-3 months prior, and denied any fall or trauma to the lead. The np ran impedance and found that even when increasing amplitude, they did not clear c & 1, 0 & 1, 1 & 2, 1 & 3. The patient was put on program 3 (-2, +0) at an amplitude of 0.6. The patient then reported that after the program change, around (B)(6) 2018, they were walking down the stairs and the sensation became uncomfortable; not shocking but more intense and uncomfortable. It was noted that they weren¿t doing anything significant at the time, just at home doing nothing. They turned the amplitude down to 0.5 and had not encountered the sensation since. On (B)(6) 2018, the rep was present and when starting impedance at 0.5 and 210 the patient had uncomfortable sensation and impedance was stopped. It was noted that they were now scheduled to have an MRI and a consult with a healthcare provider on a lead revision. The patient also stated that they had some uncomfortable low back pain and the device was turned off to determine if the pain was due to the device or another medical problem. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). Patient was seen for symptoms starting earlier. The cause of the impedance not clearing when using the "1" electrode was not determined. The cause of the stimulation becoming more intense around (B)(6) was not determined. Patient did not show for (B)(6) 2018 visit, was assessed at (B)(6) 2018 visit and the device was turned off. Imaging was ordered and consultation with hcp was set up. The device remains in place, but is turned off pending (B)(6) 2018 consultation. No further patient complications are anticipated or expected as a result of this event.